Event description:
The event is reported as: the device has an improper product indication. The alleged issue was detected during incoming inspection.

Manufacturer narrative:
The device was received by the manufacturer, but the investigation is on-going at the time of this report. From the picture it was observed a "improper product indication". No other defects were observed. Per DHR (device history record) review the product et tube, cuffed, spiral-flex 7.0, lot #01h1300323 was manufactured on 08/29/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changed were required.